Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the day before yesterday pt charged all of their batteries but then yesterday when attempting to charge their implant pt tried for 1.5 hours but got 0 coupling boxes filled in. Pt noted they called their nurse who wanted them to come see the doctor but they won't see them. During call pt verified there was no damage to the recharger (insr) antenna and the pt had no recent falls or traumas. The issue was not resolved. An email was sent to the repair department to replace the insr antenna. Pt mentioned their morphine was due (no allegations were made). Additional information was received from the patient. Pt called back to inquire about tracking information. Patient services (ps) reviewed information. Pt stated after they called yesterday they were able to initiate a charge session and charged their ins. Pt stated after about 40 minutes a screen displayed indicating the recharger antenna is hot. Pt let the recharger set for a while and then attempted to charge again and it charged for about 5 minutes and then the recharger became unresponsive and will no longer power on. Pt stated they left the recharger connected to the desktop charger over-night and the recharger still will not power on. Patient services (ps) instructed pt to connect the desktop charger toa power source and connect it to the recharger. Pt confirmed the light illuminates on the desktop charger. Pt confirmed the recharger powered on and displayed that it was recharging. Ps reviewed that everything seems to be working as expected. Ps instructed pt to wait for the replacement antenna to arrive and call back if necessary. P t also commented that they have difficulties getting up and walking around due to back problems.